Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported after activating a new pod he gave a bolus of 8 to 10 units of insulin and he went to bed. The next morning he woke up with blood glucose (bg) reading at 20 mmol/l (360 mg/dl) so he gave himself another bolus of insulin (exact dosage was not reported) and ate breakfast. One and a half hours later his bg reached 26 mmol/l (468 mg/dl) which he gave a correctional bolus and after a while it lower to 20 mmol/l (360 mg/dl). The pod was then deactivated and noticed the cannula was bent. He was able to activate a new pod. The pod was worn between 4 and 24 hours.